Event description:
It was reported that the procedure was to treat a 92% stenosed lesion in the mid left anterior descending artery with moderate tortuosity. Pre-dilatation was performed and the 2.25 x 28 mm xience v stent delivery system (sds) was advanced. The xience v stent was deployed at 12 atmospheres (atm); however, a distal edge dissection occurred. A new xience v stent was deployed to treat the dissection. The patient had a good outcome and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.